Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that printer network requires reconfiguration. A technical support specialist, printer was successfully added using the provided ip address, and a test page was printed without any issues. The system functioned as intended.

Event description:
It was reported when using the bd pyxis cii safe system, does not print the paperwork that it normally prints. The malfunction occurred when a user tried to dispense medication to the patient which causing delay in patient care. There were no adverse events or injuries reported based on this event.